Event description:
It was reported that during a lap cholecystectomy procedure, the clips would not close correctly and there were misformed staples. It was not noted how the procedure was completed. Pt consequence is unknown. No further info available.

Manufacturer narrative:
D4: lot# = c4d53m (second number provided).